Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure "after starting the procedure, this fiber was inserted but the fiber aim beam seemed to be less focused than usual". At 63,124 joules and 14:31 minutes "the fiber was removed and the distal tip was cleaned" and "the fiber aim beam was emitted to forward" was observed. The procedure was completed using second fiber for 121,920 joules at 100w. Patient outcome: "no injury" to patient was reported.